Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hypospadias repair on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. A like device was used to complete surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A detached needle, a needle/suture piece and a labeled winding former with a partially dispensed suture of product were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed, no suture remnant into the hole was noted. During the visual inspection of the needle/suture piece marks by use of a surgical instrument could be observed and the suture end was damaged (flat). The ends of the suture were noted cut and appeared to be by use of a surgical instrument. Per the condition of the sample received, the assignable cause of the suture needle pull off is an improper handling.